Event description:
On (B)(6) 2009, the pt reported she received an e4 (occlusion) error on her insulin infusion device while trying to bolus 4 units of insulin. The pt was instructed to confirm the error. She did so and then received an a8 (bolus cancelled) error. She was then instructed to disconnect from her infusion headset and prime through the tubing which she did without error. She removed her headset and discovered the cannula was slightly bent. She stated she inserted the headset yesterday, using a straight, fast insertion technique. She inserted a new headset and was able to bolus successfully. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.